Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that the replacement strips are working fine.

Event description:
Consumer reported complaint for ketone strips (discolored grey / color does not match chart on vial). School nurse stated the keytone test strips are not changing and stated the color is a light grey. The customer did not report any symptoms neither medical attention. The product storage location is undisclosed. The ketone test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is undisclosed.